Manufacturer narrative:
Continued: section e phone: (B)(6). Investigation evaluation: the product said to be involved was returned in a clear biohazard bag. A lot number was not provided with the returned device. Our evaluation of the product said to be involved confirmed the report. Not all components were included in the return (no catheters were returned) therefore a complete evaluation was not possible. The device was returned with the on/off switch in-between the "off" and the "on" positions. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. Residual powder was observed within the device nozzle and on the device's exterior. The co2 cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was oriented correctly within the handle (slits pointing down towards the red activation knob). A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. When tested with a new co2 cartridge and activation knob the device sprayed intermittently. With occasional shaking of the device to address potential voids in the powder chamber the intermittent spray was alleviated. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device confirmed the report. The root cause for the report of unable to spray is most likely voids forming within the powder as powder was released, creating empty spaces in the chamber which disrupted the flow of powder. Additionally, catheter occlusion can be a potential cause for inability to spray; however, we could not conduct a complete investigation because no catheters were returned for evaluation. This limits our ability to conclusively determine a cause. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Manufacturer narrative:
Continued: section e phone: (B)(6). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic gastrointestinal hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that the device was used as usual. The user rotated the activation knob in the direction indicated by the arrow; however, no powder was sprayed. A new device was then used to continue the procedure without any issues. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.